Event description:
It was reported that a patient underwent a breast mammoplasty procedure on an unknown date and suture was used. On (B)(6) 2013, the wound dehisced. The wound was re-sutured. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: it was reported that a patient underwent a breast mastology surgery on an unknown date and suture was used. Approximately one week post operative on (B)(6) 2013, the wound dehisced. The wound was re-sutured using a like suture. During the procedure the surgeon noted that the suture line remained intact.